Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer received multiple unspecified "errors" which required the customer to change pump supplies. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.